Event description:
It was reported that this pacemaker exhibited undersensing and low amplitudes on both the right ventricular (rv) and right atrial (ra) channels. The undersensing resulted in the device over pacing for this patient. Technical services (ts) recommended reprogramming to resolve these issues. The device remains in use. No adverse patient effects were reported.